Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500 . Model: sc-2218-50. Serial: (B)(6). Batch: 7129412.

Event description:
It was reported that the patient experienced loss of stimulation due to lead migration. The patient underwent replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were disposed by the facility.